Manufacturer narrative:
Method codes are selected based on the evaluation performed at the time of submission of the initial report. Codes will be updated during the time of submission of follow up report.

Event description:
The manufacturer was notified on (B)(6) 2016, that a patient coded in pacu CPR administered and patient taken back to surgery after the implant of perceval valve, size 27. During surgery perceval was explanted and a hole was observed in the aorta during the explant. Then mitroflow valve, size 21 was implanted. Surgeon stated patient's bp went over 200.

Manufacturer narrative:
The complete manufacturing and material records for the perceval sutureless aortic heart valve, were reviewed and it was confirmed that the returned valve satisfied all material, dimensional, and performance standards required for perceval size 27/xl ¿ aortic heart valve at the time of manufacture and release. As reported in the scientific literature, cardiorespiratory arrest after CABG or avr has incidences between 1.4% and 2.7% with survival to hospital discharge of 30% to 80%. The principal causes of cardiac arrest after CABG or avr were morphologic complications such as postoperative myocardial infarction and cardiac tamponade or bleeding (ngaage, survival or cardiovascular arrest; 88:64-9).